Manufacturer narrative:
A review of the sample indicated there was no visible damage to the luer, extension, clamp, or hub. The lumen was trimmed short around the 42 cm mark from the hub. The lumen was ruptured between the 9cm and 10cm depth markings from the tip. When feeding a guidewire through the distal end of the sample, the lumen was fully obstructed around the 40 cm mark from the hub. Force was applied to the guidewire to allow for passage through the lumen. When the guidewire finally passed through the obstruction large fragments of red foreign material with the appearance of blood were noted exiting the lumen. Cross sections were prepared at 8 cm and 10 cm on both sides of the lumen rupture, as well as at 20 cm, 30 cm, and 40 cm to verify cross sectional dimensions. Dimensional requirements were satisfied for all prepared cross sections. We are unable to determine the cause of this event. There is no evidence of a manufacturing error. A contributing factor may include flushing or power injecting against an occluded lumen. The instructions for use contain the following warning. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure.

Manufacturer narrative:
Received a 4f sl pro-PICC. Initial inspection showed a tear in the lumen. Device was sent to contract manufacturer for investigation.

Event description:
Lumen burst.